Event description:
Complaint that the brake caster would lock and hold, but caster would rotate if pushed on side. No injury alleged.

Manufacturer narrative:
Technician found that the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed on 1st floor.